Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a depleted battery prior to implant. It was returned for analysis.